Manufacturer narrative:
Corrected data: previous supplemental MDR is not applicable to this claim. Claim# (B)(4).

Manufacturer narrative:
Device evaluation: lens was returned inside a micro centrifuge vial with moisture on the lens. Visual inspection found the no visible damage. MDR supplemental #1 was wrongfully submitted under MFR# 2020-02685 claim# (B)(4). Claim# (B)(4).

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the haptic torn. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -15.0/2.5/140 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem.